Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia with a lowest documented blood glucose of 48 mg/dl, initially treated with juice and chocolate milk without an upward trend, followed by additional juice that increased blood glucose to 74 mg/dl and later to 88 mg/dl; the caregiver noted increased stress and concurrent medications that could affect glucose, and the agent advised consultation with a healthcare provider regarding medication effects. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.